Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted from the patient's right eye. Specific details were not reported. No other information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between 11/3/2025-3/16/2026. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.